Event description:
Customer complaint - limited data available . Customer stated that the device's wire frayed and almost caused a fire.

Event description:
Customer complaint - limited data available customer complained of device cord is frayed. Almost caused a fire.